Event description:
24 hour cytarabine was connected to ivf at the port just below the pump with the new phaseal optima connector and without the blue clamp. The connector came disconnected as the patient was sitting still on the edge of his bed. There was no spill.